Event description:
A customer reported to baxter (B)(4) that a spike of a transfer set was bent when the set was connected to the uv twin bag. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on the spike and no cap on the patient connector. The transfer set was rinsed to disinfect, and a lab titanium adapter was functionally hand tightened without difficulty. The transfer set was pressure tested underwater with no leak noted. The sample was visually inspected and it was noted that the tip of the spike was bent inward. The reported issue was confirmed. A batch review was not performed as the lot number was unknown. Based on the information obtained from baxter?s investigation, the root cause of the damage was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.